Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer to report chronic cough and worsening asthma. .md recommended discontinued use of the soclean with their CPAP, respiratory oxygen testing, flonase and other unspecified medications/testing.